Manufacturer narrative:
(B)(4). Concomitant medical products: 00875705201, continuum tm shell clust 52 ii, unknown, 11-301312, arcos con sz b hi 60mm m sz b, unknown, 11-300816, arcos 16x150mm spl tpr dist, unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 02462. Requested but not returned by hospital.

Event description:
It was reported that the patient underwent initial hip arthroplasty on an unknown date. Subsequently, the patient was revised due to infection; all components were removed. Attempts have been made and additional information on the reported event is unavailable.